Event description:
It was reported that during deployment of a vena cava filter, the filter failed to open appropriately. The filter could not be retrieved because the jugular vein was occluded; therefore, another filter was advanced through the same access site and successfully placed above the first filter. No reported pt injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.